Manufacturer narrative:
The field service engineer (fse) sent this customer a (da to mc) cable thinking that the customer's reported problem was a 100a error code. The biomed verified that there was no 100a problem, but the problem was a 100e error code. The problem was not duplicated. The fse states revert the software to 2.10 to address the reported problem.

Manufacturer narrative:
Contacted customer inquiring for the service repair for 100e error code. Also patient information was also requested. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.